Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was published in an article of the (B)(6) that eleven thrombectomy cases for acute stroke treatment were performed using the subject retriever. The article publised that asymptomatic internal cranial hemorrhage occurred in five cases and symptomatic bleeding occurred in one case. It was not possible to ascertain specific device with patient information. No further information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown.

Event description:
It was published in an article of the 41st (B)(6) stroke society annual meeting that eleven thrombectomy cases for acute stroke treatment were performed using the subject retriever. The article published that asymptomatic internal cranial hemorrhage occurred in five cases and symptomatic bleeding occurred in one case. It was not possible to ascertain specific device with patient information. No further information is available.